Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during use in a patient, the tip of a .018 sv short pgw guidewire unraveled but was removed intact. The customer states ¿the device did not fracture or separate¿. There was no reported patient injury. The device was not resterilized. The wire was not removed from the dispenser by the distal floppy end, reshaped or used for treatment of another lesion prior to the event. The wire was not noted to be kinked or damaged in any way prior to insertion into the patient. The wire was not torqued against resistance nor did it remain fixed in the lesion or distal vessel. One non-sterile pgw .018 sv short 300cm st was received coiled into a plastic bag. The core wire presented a fractured at the distal end. The coil tip presented an unraveled/stretched condition. The core wire and coil was inspected under the microscope and the damage was confirmed. The device was sent to sem analysis. Sem results revealed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bended due to the reverse bending. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as ¿distal tip- unraveled/stretched-in patient¿ was confirmed during the analysis. Based on the information available for review, it is possible that while the physician was attempting to engage the targeted lesion, the wire may have folded on itself (as evidenced by reverse bending on sem analysis) leading to the subsequent fracture/separation. The customer cannot confirm whether the fracture/separation occurred during handling of the guidewire intra, post procedure or prior to shipment. Neither the DHR nor the analysis suggests that the reported complaint could be related to the manufacturing process of the device; therefore no corrective action will be taken at this time.

Event description:
As reported by the contact, the tip of a .018 sv short pgw guidewire unraveled in the patient but was retrieved. The device was removed intact from the patient. According to the customer, the device did not fracture or separate. There was no patient injury reported. Evaluation of the returned device revealed the core wire presented a fractured at the distal end. The device was sent to sem analysis. Sem results showed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bending due to the reverse bending. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. As per the sales rep, there is no further information regarding the condition found. The device was not resterilized. The wire was not removed from the dispenser by the distal floppy end. The device was not kinked or damaged in any way prior to inserting the device into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The wire was not fixed in the lesion or distal vessel prior to the event. The device was not torqued against resistance.